Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2018 with blood glucose level of 666 mg/dl. The patient's current blood glucose level was 208 mg/dl. The customer was treated with 2 litters of fluids and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience the symptoms. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.